Event description:
On (B)(6) 2020, the patient's daughter contacted lifescan (lfs) USA, alleging that her mother's onetouch ultra 2 meter gave an inaccurate result compared to a hospital meter. The complaint was classified based on the customer care agent (cca) documentation. The reporter stated that the alleged inaccuracy issue began on (B)(6) 2020 at an unspecified time. The reporter claimed that the subject meter gave an inaccurate high result (no result given). The patient manages her diabetes with insulin twice a day (no adjustments) and did not make any changes to her usual diabetes management regimen in response to the alleged issue. The only action taken at this time was to call the doctor who recommended that the patient go to the emergency room to be tested. The reporter denied the patient developed any symptoms however claimed a blood test was done on an ems meter and the result was "61 mg/dl". The reporter claimed that her mother was treated with food to increase her sugar levels. A further 5 high results were obtained with the subject meter after this incident: "268 mg/dl" ((B)(6) 2020, 15:32), "196 mg/dl" ((B)(6) 2020, 17:45), "326 mg/dl" (B)(6) 2020, 21:52), "310 mg/dl" ((B)(6) 2020, 22:12), "307 mg/dl" ( (B)(6) 2020, 10:18). No symptoms or additional treatment were reported. At the time of troubleshooting, the cca noted the unit of measure was set correctly on the subject meter. The cca walked the reporter through a control solution test and the result fell outside the specified control solution range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received hcp treatment for an acute low blood glucose excursion while using the product and the subject meter could not be ruled out as a cause or contributor to the event.